Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard and no external power alarms while connected to the mobile power unit (mpu) was confirmed via review of the submitted log file. The log file contained approximately 7 days of information (06aug2024 to 13aug2024 per timestamp). Between 21:25:17 and 21:30:24 on 10aug2024, several low power hazard and no external power alarms were observed while the controller was connected to the mpu; these events appear to be consistent with brief losses of ac power to the mpu. The backup battery activated during these events, and pump operation was not affected. The abnormal alarms cleared when it appeared that external power was restored to the controller. Provided information indicated that the mobile power unit (serial number: (B)(6) was not exchanged or removed from service, and therefore it was not returned to abbott. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power, low voltage, and backup battery fault) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a non-cardiac, non-left ventricular assist device (lvad) reason. The patient noticed they had several no external powers, low voltage, and replace emergency backup battery (ebb) alarms on (B)(6) 2024. The patient's log files were submitted for evaluation due to the concerning alarms. Following review of the log files by tech services (ts), it appeared that the no external power events recorded on (B)(6) 2024 were while connected to mobile power unit (mpu) power. The ebb was used to support the system during the no external power events, and it appeared motor function was not affected. There appeared to be a momentary ebb fault that occurred during a voltage fluctuation, but the alarm flag soon cleared. Ts did not recommend an ebb exchange at the time. The patient denied losing power at home. It was also reported that the patient used the locking version of the mpu ac power cord. The cause of the alarms was not confirmed by the site, but reported to likely have been due to a loose outlet in the patient's home. The site advised the patient to use a different outlet in their home. No equipment was exchanged, and the patient was reportedly stable at home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.